Event description:
It was reported that the after the initial firing they noticed that only one row of staples formed, but did not cut completely. The case was completed using sutures. There was no reported pt consequence.

Manufacturer narrative:
Date sent 8/11/200/8. Info anticipated, but unavailable at this time.